Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due dislodgment attributed to loss of slack. When trying to reposition, the helix was unable to extend and it was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood fluid noted in the helix housing and in the neck region. Resistance testing found the lead was electrically continuous. Allegation of dislodgement could not be confirmed by analysis. The lead has no visible signs of damage or defect which would lead to dislodgement. The cathode coil is necked down and wavy at the distal end of the terminal pin to the point of clearly inhibiting the transmission of torque to the helix. The stylet test failed at the distal end of the terminal pin with a new, straight stylet.

Event description:
It was reported that this right atrial (ra) lead was explanted due dislodgment attributed to loss of slack. When trying to reposition, the helix was unable to extend and it was explanted and replaced. No additional adverse patient effects.